Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port needle disengagement was difficult. The following information was provided by the initial reporter: needle would only retract with great force applied. 1. Could you please provide a further description of the issue? Description in file already sent. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? Date in file already sent. 3. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label? Address for return in email attached. 4. If possible, could you please provide picture samples for investigation? Sample is available, no pictures. 5. Did needle retract at all? Was there a needle stick injury? Answered in file previously sent and attached. Retracted only with great force applied. No needle stick injury that I am aware of.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383516 and lot number 4152106. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.